Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient cycled power to the homechoice to clear an unrelated alarm, and while the machine was priming the power went off. They lost power in half of their bedroom and saw smoke coming from the homechoice machine. The patient was not connected to the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and revealed the accomp board has overheated resulting in soot and a strong smoke smell. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the reported issue. The cause of the reported issue was due to the accomp board failure. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.